Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin. Additionally, the customer reported receiving a cartridge alarm 19 during basal delivery. The customer's blood glucose level ranged from 180-192 (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 19 was verified. However, based on the analysis, the alleged fill estimate issue could not be verified.